Event description:
The customer reported via phone call that the paramedics were contacted on (B)(6), 2015 at work due to a low blood glucose level of around 30 mg/dl. The customer was not admitted to a hospital and was treated at the scene with glucose tablets. He could not connected the sensor properly. He received a lost sensor alert. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.